Event description:
Customer reported that she had high blood glucose of 222 mg/dl, because her insulin pump was not delivering the insulin neither alarming. Customer stated that her husband pushed the insulin manually and it did flow out. Customer stated that the reservoir was placed back in the insulin pump, but it did not deliver or alarmed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.